Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported glucose of 316 mg/dl after eating without announcing the meal and without confirming with a fingerstick. Symptoms included no reported clinical symptoms. Outcomes included no reported injury and no medical intervention or hospitalization. Investigation included troubleshooting and education with follow-up calls. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the event associated with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.